Event description:
A malfunction was reported on a pump. There was no adverse impact to the customer's blood glucose level. Although the customer could not reset the pump during the call due to not having a charger, the customer was provided with pump reset information and agreed to perform the reset independently. Technical support advised the customer to report back if the malfunction recurred, and the customer acknowledged understanding, with no further action required.